Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unit passed displacement test. Unit received with unexpected battery power loss and had high sleep and active currents due to moisture damage to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery did not last more than 2-3 days in pump when in normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.